Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("she had hysterectomy - which sadly resulted on sunday of her dying suddenly of an embolism") and fatal embolism ("she had hysterectomy - which sadly resulted on sunday of her dying suddenly of an embolism") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced embolism (seriousness criterion death). Essure was removed. The patient died in (B)(6) 2015 and the reported cause of death was embolism nos. The reporter considered embolism and medical device removal to be related to essure. The reporter commented: she had procedure done called essure and made her extremely sick then resulted in a severe surgery last week to have a hysterectomy - which sadly resulted on sunday of her dying suddenly of an embolism. This potential legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and had hysterectomy (considered as medical device removal) - which sadly resulted on sunday of her dying suddenly of an embolism. The event medical device removal was considered serious and listed in the reference safety information for essure. Embolism is serious and unlisted. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. With regards to the event embolism, neither type of embolism nor additional risk factors were provided. As this event could be related to any complication of surgical procedures, based on the pathophysiology, a causal relationship with essure can be excluded. This case was regarded as incident due to the surgical intervention. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.